Manufacturer narrative:
B7: added medical information. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/15: [missing records: records for CT scans from 2015 which show ¿a recurrent hernia¿ were not provided.] Records between (B)(6) 2013 and (B)(6) 2018 were not provided. (B)(6) 2018: (B)(6) specialists. (B)(6). Office notes. Chief complaint: hernia. Vitals: 190 lbs, bmi 28.9. Social history: never smoker. Surgical history: right nephrectomy (B)(6) 2009, r [right] flank incisional hernia repair 2011; (B)(6) 2013 with mesh. Past medical history: arthritis, right kidney cancer. History present illness: complaining of recurrence of right flank hernia. Reports intermittent pain right flank associated with bulging. Also associates this with regurgitation of ¿fouls smelling¿ reflux. Report relief of pain and symptoms when laying on left side, and pushing the bulge back in place. He has follow-up CT scans at the va [veteran¿s administration] due to history of cancer of kidney, and has brought several reports from 2015 with him which show a recurrent hernia in the area. Reports normal bowel movements without blood. Review of systems: reports abdominal pain, dyspepsia, and gerd [gastroesophageal reflux disease]. Exam: gastrointestinal; no tenderness, guarding, rebound, or masses, soft, non-distended. There is an obvious bulge in right flank. Has a palpable hernia defect that is reduced, and somewhat difficult to get anything to come through the defect. Has minimal pain in the area. Assessment/plan: postoperative incisional hernia with obstruction- I believe his hernia intermittently obstructs him, leading to his symptoms. He has been able to reduce this up to this point. He has not had a CT done since last (B)(6) , and would need another for pre-operative planning. As he has had this repaired with mesh, this is crucial. Follow up after CT. (B)(6) 2018: (B)(6). (B)(6)- CT abdomen and pelvis. Clinical history: abd [abdominal] pain recurrent incisional hernia. Impression: no acute abnormality identified in the abdomen or pelvis. Postsurgical changes from previous right flank hernia repair, with recurrent right flank hernia containing fat as well as the cecum and appendix. No evidence of resultant bowel obstruction. Moderate fecal stasis. Tiny nonobstructing left nephrolithiasis. Prior right nephrectomy. (B)(6) 2018: (B)(6). (B)(6). Office notes. Chief complaint: hernia. Vitals: 190 lbs, bmi 28.9. Discussed the following: CT, abdomen/pelvis -(B)(6) 2018. History present illness: returns today for follow up after CT scan. CT scan shows clear signs of recurrent hernia, with his previous mesh pushed into his hernia sac. He denies any obstructive symptoms, and is continuing to have pain in that area. Review of systems: reports abdominal pain, dyspepsia, and gerd [gastroesophageal reflux disease]. Exam; gastrointestinal: no tenderness, guarding, rebound, or masses, soft, non-distended. There is an obvious bulge in the right flank. He has a palpable hernia defect that is reduced, and somewhat difficult to get anything to come through the defect. He has minimal pain in the area. Assessment/plan: recurrent ventral incisional hernia. I have reviewed his films as well as the radiology report. His mesh has pushed through the hernia defect and appears to be swallowed within his hernia sac. Cecum/bowel protruding through the defect. No evidence of recurrent cancer, but study is limited by lack of contrast. Plan for lap hernia repair. (B)(6) 2018: (B)(6). (B)(6). Office notes. Chief complaint: post-operative. Vitals: 190 lbs, bmi 28.9. Surgical history: laparoscopic recurrent incisional hernia repair (B)(6) 2018. History present illness: reports the pain he had before surgery is gone. He is sore in the area of his hernia, but he feels much better. He is still requiring occasional narcotics for pain relief, and has requested another prescription. Normal bowel movements. Exam: incisions healing nicely. No signs of infection. No abdominal pain on exam. Hernia repair intact. Some swelling in the right flank as expected. Assessment/plan: postoperative incisional hernia with obstruction- doing well, follow up 1 month. (B)(6) 2018: (B)(6). (B)(6). Office notes. Chief complaint: post-operative. Vitals: 190 lbs, bmi 28.9. Pain in his right flank still. Denies any constipation like he had before surgery. He is worried his hernia is back. Exam: incisions healing nicely. No signs of infection. No abdominal pain on exam. Hernia repair seems to be intact. The swelling in the right flank has almost resolved. Assessment/plan: postoperative incisional hernia with obstruction- doing well, but still having pain. Lortab refill. Follow up visit (B)(6) 2018. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)09: (B)(6). Radiology-CT abdomen/pelvis. Right renal mass, new finding since prior. Differential diagnosis should include renal cell carcinoma, transitional cell carcinoma vs. Metastasis. (B)(6)09: (B)(6). Radiology-CT abdomen/pelvis. Abdominal pain. Small sigmoid diverticular without inflammatory change in mesentery. (B)(6)09: (B)(6). Radiology-CT abdomen/pelvis. Abdomen: stable exam compared with prior, no evidence of recurrence or metastatic disease. Left inguinal hernia containing fat only. (B)(6)11: (B)(6). Radiology-CT abdomen/pelvis. Stable right flank hernia between 11th and 12th ribs laterally and posteriorly on the right. Contains colon, no evidence of obstruction. Some sutures in loop of small bowel in right upper quadrant. (B)(6)11: (B)(6). Office notes. Complains of intermittent flank pain over incision site. Trial of neurontin in the past did not help. Recent surveillance imaging showed incisional hernia and patient believes that this is the source of his pain. Requires pain medications on a daily basis. Exam: flank incision: small hernia appreciated, easily reducible. (B)(6)11: (B)(6). Radiology-abdominal x-ray 1 view. Kidney cancer surveillance. No acute abnormality within abdomen. (B)(6)11: (B)(6). Office notes. Status post radical nephrectomy in 06/09 for renal cell carcinoma with episodic right flank pain over past year, intensifying over past 4-5 months. Assessment/plan: right flank hernia with progressive pain limiting daily activities, desiring repair. Plan for incisional hernia repair (B)(6)11. (B)(6)11: (B)(6). Operative report. Resident surgeon: (B)(6). First assist: (B)(6). Preoperative diagnosis: right flank incisional hernia. Postoperative diagnosis: no hernia but evidence of weakness of muscular fascia causing a bulge without any definitive fascial defect. Procedure performed: right flank exploration. Complications: none. Drains: none. IV fluids: 900 ml of crystalloid. Estimated blood loss: 50 ml. Brief clinical history: this is an approximately 50-year-old caucasian [sic] male who is status post right nephrectomy for renal cell carcinoma and developed what was consistent with an incisional hernia on the right. This was evidenced by CT scan as well, showing a herniation between the 11th and 12th ribs posterolaterally containing colon. The patient also complained of pain at the incisional site and bulging, and so the patient was taken to the operating room with the preoperative diagnosis of right flank incisional hernia with the intention to repair. After the risks, benefits, alternatives of the procedure were discussed with the patient, including bleeding, infection, re-herniation or recurrence, and the possibility that we would not find an actual hernia, the patient voiced his understanding and wished to proceed. Op note in detail: ¿after informed consent was obtained, the patient was taken to the operating room and placed in the left lateral decubitus position with the right side up. After he received general endotracheal tube anesthesia, as well as scds and IV ancef for perioperative antibiotics, we ensured that the patient had no pressure points and padded the patient¿s lower extremities, as well as upper extremities, in addition to placing an axillary roll. After doing so, the patient¿s right flank was prepped and draped in standard surgical fashion, and we started the operation by opening up the previous incision over what we thought to be the primary defect. Upon opening and dissecting down to the muscular fascia of the external and internal oblique, we did not find any evidence of hernia defect. Next, we extended it and went ahead and opened the entire incision and explored the entire wound. However, we only found a bulging of the muscular fascia with valsalva maneuver per anesthesia. There was no definitive fascial defect to be repaired and so the wound was then irrigated out and hemostasis was achieved. The wound was closed with several deep subcutaneous tissue 2-0 vicryl simple interrupted stitches to help close the dead space, followed by deep dermal 3-0 vicryl stitches, followed by a running monocryl and dermabond. The patient was then extubated and taken to recovery in stable condition.¿ (B)(6)11: (B)(6). Postop note. Operative procedure: right flank incision exploration, intercostal nerve block. Laxity, but no defect. Appears to be postoperative eventration. (B)(6)11: (B)(6). Emergency department visit. Developed pain with palpation and bleeding at surgical site. Had surgery on thursday but states incision site had to be reevaluated friday with more dermabond added. Did not have any problems for next 2 days, today developed pain and bleeding. Exam: right flank incision does not appear infected, however there is some dried blood at inferior aspect of incision. Seen by surgery, told incision looked good and follow up with surgery clinic as needed. (B)(6)11: (B)(6). Office notes. Increasing pain and bleeding from right flank incision started this am, not improving, causing nausea, minimal bleeding but enough to worry him. Exam: right flank incision with dermabond intact, slight bleeding from inferior portion of incision, no erythema/edema/induration. Pain much improved after taking lortab. Continue to monitor wound. If concerned about wound, patient advised to return to clinic first think in morning. Patient stated not necessary to stay in hospital for pain control. (B)(6)11: (B)(6). Emergency department visit. Bleeding at surgical site. Was seen in ed yesterday with similar complaints and sent home. States bleeding continued and this am had increased pain and swelling. He squeezed this area and had blood shoot from site and has been bleeding since. Has had episodes of lightheadedness during day, ongoing nausea. Exam: right lower quadrant incision with blood on dressing, no active bleeding, tender. Lab work non-revealing for drop in hemoglobin or infection. Seen by surgery who feels seroma may be developing and recommended compresses with abdominal binder. (B)(6)11: (B)(6). Office notes. Complaining of copious amounts of serous fluid and blood draining from incision site since surgery. Exam: mild, tender to palpation around flank incision. Skin dehiscence toward front portion of incision with some blood. Serosanguinous fluid expressed from this area. Posterior portion of incision intact and healing well. Skin closed with 5 4-0 dermal on sutures. Compression dressing placed on top of this area. Return in 1 week for wound check and suture removal. (B)(6)11: (B)(6). Office notes. Postop day #25 returns to clinic for seroma associated with pain. Denies fever, chills, drainage since (B)(6)11. States he¿s had ¿hot flashes¿ since yesterday and worsening pain for which he takes lortab with some relief. Exam: well healing wound, medial aspect with nylon sutures, no erythema/drainage/warmth, minimal fluctuance, tender to palpation anterior aspect. Will aspirate fluid and send for gram stain and culture. Pain control with lortab. Procedure: ¿patient prepped and draped in sterile fashion using chloraprep and sterile towels. Anterior wound was anesthetized with 10 cc 1% lidocaine with epi[nephrine]. 18g needle used to aspirate fluid collection which returned 3cc serosanguinous fluid with minimal debris. Fluid sent for gram stain and culture. 10cc more lidocaine with epi[nephrine] used to anesthetize the inferior aspect of wound. Area cleaned again with alcohol wipes and sterile gauze dressing placed. Patient in no acute distress and without pain following completion.¿ (B)(6)11: (B)(6). Lab. Microbiology-culture and gram stain. Collection sample: wound. Site/specimen: abdominal wall. (B)(6)11: gram stain: no polymorphonuclear cells. No organisms seen. Final culture results: no growth after 5 days of incubation. (B)(6)11: (B)(6). Office notes. States no more drainage. Only complaint is intermittent pain, (B)(6), through posterior thigh and weakness when walks. (B)(6)12: (B)(6). Emergency department visit. Right sided abdominal pain and cramping. States over last week pain has worsened substantially, occurs when coughs or moves, no pain with sitting, radiates from site of surgery to right chest. Exam: pain around nephrectomy site, no hernia noted. Abdominal x-ray: increase in gas noted, no fluid waves. Diagnosis: nephrectomy site pain. Patient instructed to take tylenol 3 and gabapentin. He is tired of having pain. Will send to urology, pcp and surgery for re-evaluation. (B)(6)12: (B)(6). Radiology-CT abdomen/pelvis. Known hernia, suspected small bowel obstruction. Flank hernia that is an incisional-type hernia on right, possibly related to previous nephrectomy between 11th and 12th ribs containing portion of hepatic flexure of colon/ distal ascending colon. No evidence of bowel obstruction. Postsurgical scar evident in subcutaneous fat at surgical site. No significant change since prior exam (B)(6)2011. (B)(6)12: (B)(6). Office notes. Was able to have 5-6 months of relief from previous pain. Gradually pain has returned and is now causing him to hurt on a daily basis and to have trouble sleeping. Has received nerve blocking and trials with neurontin. Thinks pain is positional but cannot be comfortable when pain is bad. Exam: faint bulging during increased intraabdominal pressure on most posterior aspect with minimal point tenderness, no seroma. Patient likely has right flank hernia poorly amenable to conservative therapies or surgery. Today we provided a costal nerve block at level of the bulge. May require operative planning if block proves unsuccessful. (B)(6)13: (B)(6). Radiology-CT abdomen/pelvis. Original report: incisional hernia on right lateral lower chest wall containing loops of colon. Degree of herniation is actually less than on prior exam of (B)(6)11. Amended report: incisional hernia in right flank containing a loop of ascending colon without evidence for incarceration or obstruction. (B)(6)13: (B)(6). Office notes. Incisional pain has recurred. States is sharp, constant, in right flank incision, worse when eats. Denies fever/chills, nausea, vomiting, constipation or diarrhea. States abdominal binder helps relieve some of the pain and keep it in. States it bulges out more some times vs. Others. Exam: right flank incision well healed with minor bulge, no skin changes over bulge, unable to palpate defect, patient unable to reproduce bulge. Patient required repair as this is causing him significant pain. Opted to proceed with surgery. Exploratory laparoscopy and repair scheduled for (B)(6)13. (B)(6)13: (B)(6). Office notes. Spoke with patient over phone. I wanted to discuss the case with him and make sure he had the appropriate preoperative counselling. I explained that his hernia was a very difficult problem to fix and that it may not be able to be performed laparoscopically. He stated since attempted repair in 2011 it has only gotten worse, and he would rather not have another open approach if possible. I explained we could not guarantee anything prior to operation and that the colon could be densely adherent to the hernia sac. He said his pain is tolerable and is decreased when he wears abdominal binder. He asked if we could hold off on surgery for now while he thinks about it. Told him to continue wearing the binder and watch for signs of incarceration or strangulation. Will bring him back to clinic in next few weeks to ensure he is not lost to follow up and to discuss surgery once again. (B)(6)13: (B)(6). Office notes. Right flank incision well healed, bulge present but no defect appreciated. Discussed with patient that this type of hernia is difficult to fix and patient stated he would like attempt to have it fixed. (B)(6)13: (B)(6). Nurse¿s note. Abdominal binder intact. (B)(6)13: (B)(6). Discharge summary. Did well postoperatively, pain controlled with morphine pca. Foley removed postop day 1, failed to void, foley reinserted, flomax started. Bowel function resumed postop day 3, diet advanced, ambulating, no complications. Discharged home, activity as tolerated, regular diet, lortab as needed for pain. (B)(6)13: (B)(6). Office notes. Soreness and occasional pain, overall improving. Has not had any drainage from wounds, but states several stitches are bothering him. Denies fevers, chills. Reports good tolerance of regular diet with normal bowel function. Exam: port sites and right flank incision healing well, no signs of erythema or discharge. Several areas where suture material is protruding through incisions, 2 on flank and 1 right abdominal port site. Trimmed protruding suture material, appeared to be monocryl or equivalent. Return 1 month for final wound check. (B)(6)13: (B)(6). Office notes. Increased drainage from incision sites. Started approximately 1 week ago, notices drainage on clothes first thing in morning. Denies fevers/chills. Exam: posterior most aspect of incision has small amount expressible material. No erythema, warmth, or palpable fluid collections. Laparoscopic portals also have very small amount of clear fluid. Normal post-op course. Incisions do not look infected. Instructed that these incisions will continue healing over next few weeks. Return to clinic if increased drainage or erythema/warmth around incisions. (B)(6)14: (B)(6). Office notes. Discomfort at site of flank hernia. Has persisted since last clinic visit. At that time had sutures protruding from skin. Tails were cut, but discomfort has continued. Reports thin clear drainage from super aspect of incision. Also complaining of anterior abdominal wall pain. Exam: well healed port sites. Right flank: no erythema/warmth. No fluid expressed from wound on first exam, small amount of bloody fluid expressed later. Assessment/plan: stitch abscess. 1) 0.5 cm portion of incision opened, non-dissolved pds removed. Packed with 2x2, dressed with paper taper. 2) increased gabapentin from twice daily to three times daily for abdominal wall pain. (B)(6)14: (B)(6). Office notes. Still in a lot of pain, no change in bowel habits, wearing truss for comfort. Had CT today. Initially had some problems with incisional pain after hernia with mesh repair, but this has now resolved. Has no other problems; denies fevers, chills, flank pain, weight loss. Right incision without obvious bulge, nontender. CT abdomen/pelvis (B)(6): incisional hernia containing normal appearing loops of colon in right lower chest wall. (B)(6)14: [missing records: records from CT scan done ¿today¿ were not provided.] (B)(6)15: (B)(6). Office notes. Abdominal pain from right flank hernia repair with mesh. Presents today with persistent abdominal wall pain that keeps him awake at night and prevents him from doing daily activities. Denies fevers, chills, vomiting, diarrhea, constipation or problems with urination. Does complain of tightening sensation in abdomen that causes nausea. Exam: anxious, somewhat distraught, right flank posterior bulge, well healed flank scar as well as abdominal scars from previous trocar sites. Assessment/plan: persistent abdominal wall pain. Will obtain non-contrast abdomen/pelvis CT to evaluate for potential mesh migration vs. Other etiology of abdominal wall pain. (B)(6)15: (B)(6). Radiology-CT abdomen/pelvis. History: status post right flank hernia repair now complaining of abdominal wall pain for evaluation for mesh migration. Right flank hernia which measures approximately 3.5 x 6.5 cm in transverse and ap [anterior/posterior] dimensions and contained short segment of small bowel. Essentially the entire cecum is contained within this hernia. Curvilinear high-density material seen outlining the hernia fat compatible with mesh. Significant amount of well-circumscribed fluid density seen within the hernia fat which is favored to represent fluid contained within the cecum. Without IV and oral contrast it¿s difficult to determine the exact location of the fluid in relation to the bowel. No significant articulation seen in the fat surrounding the hernia sac to suggest a significant inflammatory process. Impression: right flank hernia with hernia sac size as measured above. Hernia sac is surrounded by curvilinear high-density material consistent with mesh. There are short segments of small bowel and most if not all of the cecum residing within the hernia sac. Fluid density is seen within the hernia sac which is favored to represent fluid within the cecum. Due to lack of IV and contrast, the exact location of the bowel in relation to this fluid is difficult to evaluate and fluid outside the bowel within the hernia sac cannot be entirely excluded. (B)(6)15: (B)(6). Office notes. Continues to have right flank pain. Percocet and gabapentin has helped in the past. Pain worse with eating, bending over and sudden bumps. Here to discuss options for long term pain control. Right flank incision clean, dry, intact, well-healed, palpable scar tissue. No obvious protrusion or hernia. Incision line tender to palpation. CT abdomen/pelvis (B)(6): by our read today, appears mesh still overlays hernia contents. Segments of bowel visible in sac. Conducted nerve block 11th rib in clinic today with 1% xylocaine which helped symptoms. Plan to refer to pain management for long term strategies including nerve ablation or block that could help right flank pain. Addendum: possible neuropathic pain post flank hernia repair x2. Nerve block done to determine future management by pain clinic. (B)(6)15: (B)(6). Radiology-CT abdomen/pelvis. Treated hernia in right intercostal surgical bed mostly contains the cecum and perhaps a loop of small bowel. Some hyperdense material associated with hernia sac, which may represent intraluminal contents. No bowel dilatation. Impression: redemonstration of surgically treated right retroperitoneal incisional hernia. Some hyperdensity within hernia sac likely represents intraluminal material, possibly inspissated secretions. (B)(6)16: (B)(6). Office notes. Says he still gets pain at incisional hernia site, especially on bending. Does not want to be referred to pain clinic for block by me. On as needed lortab. Incisional hernia: persistent abdominal wall pain. Had nerve block by surgery, wants to follow with surgery again. (B)(6)16: (B)(6). Radiology-CT abdomen/pelvis. Right superior lumbar hernia containing nonobstructed loops of both ascending colon and small bowel. (B)(6)16: (B)(6). Office notes. Abdominal pain. Exam: abdomen hard in anterior. Assessment/plan: patient has trouble bending or eating a full meal. States he will schedule appointment with surgeon. Informed patient he can increase dose of gabapentin to twice daily to see if that will help. (B)(6)16: (B)(6). Office notes. Hiatal hernia. (B)(6)17: (B)(6). Office notes. Follow up for recurrence of abdominal right lumbar hernia and bilateral abdominal band-like pain in t10-t11 region. Says he has been developing pain since hernia repair and hernia recurred with even more pain to the point he does not get up from bed on most days, avoids eating due to pain, and cannot carry out maneuvers that involves bending at waist. Has had several CT scans done in last several years and was told his mesh from the hernia repair was displaced. He would like to get the problem fixed and not see pain clinic like he was referred last time during surgery clinic. Pain constant, occurs daily, made better by avoiding food and resting, (B)(6). Endorses halitosis and diffuse abdominal pain. Denies nausea, emesis, change in bowel habits, weight loss or blood in stool. Abdominal exam: diffuse tenderness with palpation bilaterally originating from umbilicus, guarding, reducible hernia present on right superior lumbar area. Assessment & plan: diffuse significant abdominal pain and reduced nutritional intake attributable to pain. No clear etiology of pain, nerve related or impingement? History and physical exam makes hernia source less likely. Scheduled to return (B)(6)17 to see surgery attending. Declined referral to pain clinic for nerve block. Requested narcotic pain medications, but was counselled on why that might not be the best route of treatment. Cannot rule out degenerative disc disease as source of pain. (B)(6)17: [missing records: records regarding patient being told ¿mesh from the hernia repair was displaced¿ were not provided.] (B)(6)17: (B)(6). Office notes. ¿I am having this pain from the hernia repair surgery.¿ he said he learned that the mesh that was used on him was being recalled because of complications which included pain. Advised to call clinic/go to ER if symptoms progress. (B)(6)17: (B)(6). Radiology-CT abdomen/pelvis. Moderate to large size right flank hernia containing short segments of small bowel and ascending colon with evidence of hernia repair. No findings seen to suggest bowel obstruction or strangulation. (B)(6)17: (B)(6). Office notes. Continues to have hernia as evidenced per CT. Other than occasional flank pain when hernia is bulging, patient denies unintentional weight loss, flank pain, hematuria, dysuria, incomplete bladder emptying, nausea, vomiting or other issues. (B)(6)17: (B)(6). Office notes. Only complaint at this time is persistent abdominal pain since hernia repair in 2013. States he¿s seen general surgery and no intervention is warranted from imaging; however, patient has become frustrated that nothing is being done. Most recent CT shows moderate-large hernia in right flank with no evidence of bowel strangulation. Abdomen: no overt ventral hernia appreciated. Abdominal pain status post abdominal hernia repair; persistent pain, no physical exam findings suggestive of active hernia. Recent CT showed moderate-large hernia without strangulation. Will place non-va consult for general surgery. (B)(6)17: [facility ni]. [Provider ni]. Radiology-CT chest/abdomen/pelvis. Moderate to large right flank hernia containing loops of bowel with no evidence of obstruction or strangulation. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 2204 and 3191: other used for ¿unincorporated mesh¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2009 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterials. Patient information: medical history: right kidney cancer. Diverticula. On (B)(6) 2009: left inguinal hernia. On (B)(6) 2011: right flank hernia. Recurrent seroma requiring aspiration. Overweight: - on (B)(6) 2013: 196 lbs., bmi 29.0. - on (B)(6) 2018: 190 lbs., bmi 28.9. Stitch abscess. Hiatal hernia. Gastroesophageal reflux disease [gerd]. Surgical procedures: on (B)(6) 2009: right radical nephrectomy on (B)(6) 2011: right flank exploration, intercostal nerve block. On (B)(6) 2013: laparoscopic converted to open repair of right flank hernia. Implant #1: gore® dualmesh® plus biomaterial (15cm x 20cm) and then #1 explanted. Implant #2: gore® dualmesh® plus biomaterial (10cm x 15cm). On (B)(6) 2018: laparoscopic lysis of adhesions, laparoscopic repair of recurrent incarcerated right flank hernia. Implant: parietex symbotex progrip mesh. Relevant medical information: on (B)(6) 2009: CT abdomen/pelvis [a/p]. ¿right renal mass, new finding since prior. Differential diagnosis should include renal cell carcinoma, transitional cell carcinoma vs. Metastasis.¿ on (B)(6) 2009: CT [a/p]. ¿abdominal pain. Small sigmoid diverticular without inflammatory change in mesentery.¿ on (B)(6) 2009: CT a/p. ¿left inguinal hernia containing fat only.¿ on (B)(6) 2011: CT a/p. ¿stable right flank hernia between 11th and 12th ribs laterally and posteriorly on the right. Contains colon, no evidence of obstruction. Some sutures in loop of small bowel in right upper quadrant.¿ on (B)(6) 2011: ¿complains of intermittent flank pain over incision site. Recent surveillance imaging showed incisional hernia and patient believes that this is the source of his pain. Requires pain medications on a daily basis. Exam: flank incision: small hernia appreciated, easily reducible.¿ on (B)(6) 2011: ¿status post radical nephrectomy in (B)(6) for renal cell carcinoma with episodic right flank pain over past year, intensifying over past 4-5 months. Assessment/plan: right flank hernia with progressive pain limiting daily activities, desiring repair. Plan for incisional hernia repair (B)(6) 2011.¿ on (B)(6) 2011: operative report. Right flank exploration. - ¿status post right nephrectomy for renal cell carcinoma and developed what was consistent with an incisional hernia on the right. The patient also complained of pain at the incisional site and bulging, and so the patient was taken to the operating room with the preoperative diagnosis of right flank incisional hernia with the intention to repair.¿ - ¿the patient¿s right flank was prepped and draped in standard surgical fashion, and we started the operation by opening up the previous incision over what we thought to be the primary defect. Upon opening and dissecting down to the muscular fascia of the external and internal oblique, we did not find any evidence of hernia defect. Next, we extended it and went ahead and opened the entire incision and explored the entire wound. However, we only found a bulging of the muscular fascia with valsalva maneuver per anesthesia. There was no definitive fascial defect to be repaired and so the wound was then irrigated out and hemostasis was achieved. The wound was closed with several deep subcutaneous tissue 2-0 vicryl simple interrupted stitches to help close the dead space, followed by deep dermal 3-0 vicryl stitches, followed by a running monocryl and dermabond.¿ on (B)(6) 2011: ¿complaining of copious amounts of serous fluid and blood draining from incision site since surgery. Exam: mild, tender to palpation around flank incision. Skin dehiscence toward front portion of incision with some blood. Serosanguinous fluid expressed from this area. Posterior portion of incision intact and healing well. Skin closed with 5 4-0 dermal on sutures. Compression dressing placed on top of this area. Return in 1 week for wound check and suture removal.¿ on (B)(6) 2011: ¿postop day #25 returns to clinic for seroma associated with pain. Denies fever, chills, drainage since (B)(6) 2011. Exam: well healing wound, medial aspect with nylon sutures, no erythema/drainage/warmth, minimal fluctuance, tender to palpation anterior aspect. Will aspirate fluid and send for gram stain and culture. Procedure: ¿patient prepped and draped in sterile fashion using chloraprep and sterile towels. 18g needle used to aspirate fluid collection which returned 3cc serosanguinous fluid with minimal debris. Fluid sent for gram stain and culture.¿ ¿final culture results: no growth after 5 days of incubation.¿ on (B)(6) 2012: CT a/p. ¿no significant change since prior exam (B)(6) 2011.¿ on (B)(6) 2012: complains of pain. ¿exam: faint bulging during increased intraabdominal pressure on most posterior aspect with minimal point tenderness, no seroma. Patient likely has right flank hernia poorly amenable to conservative therapies or surgery. Today we provided a costal nerve block at level of the bulge. May require operative planning if block proves unsuccessful.¿ on (B)(6) 2013: CT a/p. ¿original report: incisional hernia on right lateral lower chest wall containing loops of colon. Degree of herniation is actually less than on prior exam of (B)(6) 2011. Amended report: incisional hernia in right flank containing a loop of ascending colon without evidence for incarceration or obstruction.¿ on (B)(6) 2013: ¿incisional pain has recurred. States is sharp, constant, in right flank incision, worse when eats. States abdominal binder helps relieve some of the pain and keep it in. States it bulges out more some times vs. Others. Exam: right flank incision well healed with minor bulge, no skin changes over bulge, unable to palpate defect, patient unable to reproduce bulge. Patient required repair as this is causing him significant pain. Opted to proceed with surgery.¿ implant #1 & #2, explant #1 preoperative complaints: on (B)(6) 2013: ¿right flank incision well healed, bulge present but no defect appreciated. Discussed with patient that this type of hernia is difficult to fix and patient stated he would like attempt to have it fixed.¿ on (B)(6) 2013: indication: ¿following nephrectomy in 2009, he subsequently developed a pain in his right flank. He had previously been taken to the or in 2011 for an exploration and repair, but no hernia was found, so the procedure was aborted. He has returned to surgery clinic, complaining of sharp constant pain in his right flank that is worse when he eats. There is a bulge, intermittently, and he did undergo a cat scan which showed that there was an incisional hernia with loop of colon in the right lower chest wall. After complete review, it appeared that there was a remaining muscle layer over this, and that the colon was actually herniating through the 12th and 11th ribs. Thus, a discussion of the risks, benefits, and alternatives was had with the patient. He was amenable to surgery.¿ implant #1 & #2, explant #1 procedure: laparoscopic converted to open repair of right flank hernia. [Implant #1: gore® dualmesh® plus biomaterial, 1dlmcp04/11066763, 15cm x 19cm x 1mm thick, oval) and then #1 explanted. Implant #2: gore® dualmesh® plus biomaterial (1dlmcp03/10816411, 10cm x 15cm x 1 mm thick, oval). Implant #1 & #2, explant #1 date: (B)(6) 2013 [hospitalization (B)(6) 2013] description of hernia being treated: ¿he was placed in the left lateral decubitus position, and the right flank was prepped and draped in a sterile fashion. After at [sic] time out was performed, the procedure was started. We proceeded initially with a laparoscopic approach. We placed a 10 mm port infraumbilically, and then placed two 5 mm ports; 1 in the right upper quadrant, 1 in the right lower quadrant. Upon insufflating and entering the abdomen, he was noted to have some loose adhesions of the colon to this area of the hernia. This was taken down bluntly and sharply with laparoscopic scissors. We were able to clear out the entirety of the hernia defect and reflect the colon medially. Upon doing so, we were unable to see the defect and then we proceeded to mark out the defect externally, and size our mesh.¿ implant size and fixation: ¿we then placed 4 sutures in the mesh and directed it into the abdomen through our 10 port. Then we attempted to place 4 transfascial sutures using the gore suture passer, to cover our hernia defect. We were unable to get adequate tissue hernia coverage with our 15 x 20 piece of gore dual mesh, after it being sized, most posteriorly. This was due to the fact that there was difficulty in getting adequate coverage secondary to bony structures. Thus, after manipulation of the mesh and noting that there was not going to be adequate coverage, we converted to open procedure. We then proceeded to open the patient¿s previous incision. We dissected down through the fat and subcutaneous tissue, and noted our hernia sac. There was noted to be a defect that was in between what appeared to be the 11th and 12th ribs, and we were able to dissect out our hernia sac. We opened it in the middle of the sac and were able to gain access to the abdomen without any difficulty, due to our previous dissection. We did have to remove our old mesh and a few of the previously placed tacks from our laparoscopic repair. We then obtained a piece of 10 x 15 cm gore-tex dual mesh and sequentially sutured it transfascial through the fascia and subcutaneous tissues, circumferentially, around all aspects of the mesh. On the cephalad portion we used the gore suture. On the lateral aspect, near the ribs, we used vicryl dissolvable suture. We ensured not to encircle any ribs so as to not cause any chronic nerve pain. Once all circumferentially placed transfascial stitches were placed, we then noted that the mesh lay in a good position. There were no defects from which there could be any herniation of any bowel contents. Thus, we tied our mesh sutures. We then closed the muscle and fascia over our mesh using interrupted pds sutures. We placed 3 deep dermal vicryl sutures to approximate the skin. We then closed our skin incision with monocryl. We closed our umbilical port with 2 interrupted vicryl sutures and we then closed all of our skin incisions with either a running or interrupted monocryl. There was several small skin incisions associated with our transfascial mesh sutures that were closed.¿ [the 1dlmcp04 was implanted and explanted in the same operation due to difficulty getting adequate coverage.] On (B)(6) 2013: discharge summary. ¿bowel function resumed postop day 3, diet advanced, ambulating, no complications. Discharged home, activity as tolerated, regular diet, lortab as needed for pain.¿ relevant medical information: on (B)(6) 2013: ¿soreness and occasional pain, overall improving. Has not had any drainage from wounds, but states several stitches are bothering him. Exam: port sites and right flank incision healing well, no signs of erythema or discharge. Several areas where suture material is protruding through incisions, 2 on flank and 1 right abdominal port site. Trimmed protruding suture material, appeared to be monocryl or equivalent. Return 1 month for final wound check.¿ on (B)(6) 2013: ¿increased drainage from incision sites. Started approximately 1 week ago, notices drainage on clothes first thing in morning. Exam: posterior most aspect of incision has small amount expressible material. No erythema, warmth, or palpable fluid collections. Laparoscopic portals also have very small amount of clear fluid. Normal post-op course. Incisions do not look infected. Instructed that these incisions will continue healing over next few weeks. Return to clinic if increased drainage or erythema/warmth around incisions.¿ on (B)(6) 2014: ¿discomfort at site of flank hernia. Has persisted since last clinic visit. At that time had sutures protruding from skin. Tails were cut, but discomfort has continued. Reports thin clear drainage from super aspect of incision. Also complaining of anterior abdominal wall pain. Exam: well healed port sites. Right flank: no fluid expressed from wound on first exam, small amount of bloody fluid expressed later. Assessment/plan: stitch abscess. 0.5 cm portion of incision opened, non-dissolved pds removed. Packed with 2x2, dressed with paper tape.¿ on (B)(6) 2015: abdominal pain from right flank hernia repair with mesh. Presents today with persistent abdominal wall pain that keeps him awake at night and prevents him from doing daily activities. Does complain of tightening sensation in abdomen that causes nausea. Exam: anxious, somewhat distraught, right flank posterior bulge, well healed flank scar as well as abdominal scars from previous trocar sites. Assessment/plan: persistent abdominal wall pain. Will obtain non-contrast abdomen/pelvis CT to evaluate for potential mesh migration vs. Other etiology of abdominal wall pain.¿ on (B)(6) 2015: CT a/p. Impression: ¿right flank hernia with hernia sac size as measured above. Hernia sac is surrounded by curvilinear high-density material consistent with mesh. There are short segments of small bowel and most if not all of the cecum residing within the hernia sac. Fluid density is seen within the hernia sac which is favored to represent fluid within the cecum.¿ on (B)(6) 2015: ¿continues to have right flank pain. Here to discuss options for long term pain control. Right flank incision clean, dry, intact, well-healed, palpable scar tissue. No obvious protrusion or hernia. Incision line tender to palpation. CT abdomen/pelvis ((B)(6) ): by our read today, appears mesh still overlays hernia contents. Segments of bowel visible in sac. Conducted nerve block 11th rib in clinic today with 1% xylocaine which helped symptoms. Plan to refer to pain management for long term strategies including nerve ablation or block that could help right flank pain. Addendum: possible neuropathic pain post flank hernia repair x2. Nerve block done to determine future management by pain clinic.¿ on (B)(6) 2015: CT a/p. ¿impression: redemonstration of surgically treated right retroperitoneal incisional hernia. Some hyperdensity within hernia sac likely represents intraluminal material, possibly inspissated secretions.¿ on (B)(6) 2016: incisional hernia: ¿persistent abdominal wall pain. Had nerve block by surgery, wants to follow with surgery again.¿ on (B)(6) 2016: CT a/p. ¿right superior lumbar hernia containing nonobstructed loops of both ascending colon and small bowel.¿ on (B)(6) 2016: ¿abdominal pain. Exam: abdomen hard in anterior. Assessment/plan: patient has trouble bending or eating a full meal. States he will schedule appointment with surgeon.¿ on (B)(6) 2016: ¿hiatal hernia.¿ on (B)(6) 2017: ¿follow up for recurrence of abdominal right lumbar hernia and bilateral abdominal band-like pain in t10-t11 region. Says he has been developing pain since hernia repair and hernia recurred with even more pain to the point he does not get up from bed on most days, avoids eating due to pain, and cannot carry out maneuvers that involves bending at waist. Has had several CT scans done in last several years and was told his mesh from the hernia repair was displaced. He would like to get the problem fixed and not see pain clinic like he was referred last time during surgery clinic. Pain constant, occurs daily, made better by avoiding food and resting, 8-9/10. Endorses halitosis and diffuse abdominal pain. Abdominal exam: diffuse tenderness with palpation bilaterally originating from umbilicus, guarding, reducible hernia present on right superior lumbar area. Assessment & plan: diffuse significant abdominal pain and reduced nutritional intake attributable to pain. No clear etiology of pain, nerve related or impingement? History and physical exam makes hernia source less likely. Scheduled to return (B)(6) 2017 to see surgery attending. Declined referral to pain clinic for nerve block. Requested narcotic pain medications, but was counselled on why that might not be the best route of treatment. Cannot rule out degenerative disc disease as source of pain.¿ on (B)(6) 2017: ¿I am having this pain from the hernia repair surgery.¿ he said he learned that the mesh that was used on him was being recalled because of complications which included pain. Advised to call clinic/go to ER if symptoms progress.¿ on (B)(6) 2017: CT a/p. ¿moderate to large size right flank hernia containing short segments of small bowel and ascending colon with evidence of hernia repair. No findings seen to suggest bowel obstruction or strangulation.¿ on (B)(6) 2017: ¿only complaint at this time is persistent abdominal pain since hernia repair in 2013. States he¿s seen general surgery and no intervention is warranted from imaging; however, patient has become frustrated that nothing is being done. Most recent CT shows moderate-large hernia in right flank with no evidence of bowel strangulation. Abdomen: no overt ventral hernia appreciated. Abdominal pain status post abdominal hernia repair; persistent pain, no physical exam findings suggestive of active hernia. Recent CT showed moderate-large hernia without strangulation. Will place non-va consult for general surgery.¿ on (B)(6) 2017: CT chest/a/p. ¿moderate to large right flank hernia containing loops of bowel with no evidence of obstruction or strangulation.¿ explant #2 preoperative complaints: on (B)(6) 2018: CT a/p. Impression: ¿no acute abnormality identified in the abdomen or pelvis. Postsurgical changes from previous right flank hernia repair, with recurrent right flank hernia containing fat as well as the cecum and appendix. No evidence of resultant bowel obstruction. Moderate fecal stasis. Tiny nonobstructing left nephrolithiasis. Prior right nephrectomy.¿ on (B)(6) 2018: ¿chief complaint: hernia. Returns today for follow up after CT scan. CT scan shows clear signs of recurrent hernia, with his previous mesh pushed into his hernia sac. He denies any obstructive symptoms, and is continuing to have pain in that area. Review of systems: reports abdominal pain, dyspepsia, and gerd. Exam: gastrointestinal: there is an obvious bulge in the right flank. He has a palpable hernia defect that is reduced, and somewhat difficult to get anything to come through the defect. He has minimal pain in the area. Assessment/plan: recurrent ventral incisional hernia. I have reviewed his films as well as the radiology report. His mesh has pushed through the hernia defect and appears to be swallowed within his hernia sac. Cecum/bowel protruding through the defect. No evidence of recurrent cancer, but study is limited by lack of contrast. Plan for lap hernia repair.¿ on (B)(6) 2018: indication: ¿had a previous right nephrectomy. He developed an incisional hernia to his right flank. This has been fixed multiple times in the past and he has developed a recurrence. He now presents for repair.¿ explant #2 procedure: laparoscopic lysis of adhesions x 45 mins. Laparoscopic repair of recurrent incarcerated right flank hernia. Explant #2 date: (B)(6) 2018. Findings: ¿patient had a recurrent hernia in the right flank. This contained an incarcerated wall of the right colon, which was densely adhered to the mesh, which was up within the hernia sac.¿ procedure: ¿the patient was rolled into a modified left lateral decubitus position. The abdomen and right flank were then prepped and draped in a sterile fashion. After infusion with 0.25% marcaine, a stab incision was made just above the umbilicus. A 5-mm optiview trocar was then inserted under laparoscopic guidance and a pneumoperitoneum was established. After infusion with 0.25% marcaine with epinephrine another 5-mm port was placed just below the xiphoid and another was placed in the right lower quadrant of the abdomen. The abdomen was inspected. We found a recurrent hernia in the right flank. The old mesh was pulled away from the posterior, superior and anterior edges of the hernia defect and was up within the hernia sac. The colon was densely adhered to the mesh and was up inside the hernia. This was reduced back into the peritoneal cavity. We spent about 45 minutes lysing adhesions between the colon and the mesh as well as the colon and the hernia sac reducing this back into the peritoneal space. The colon was then mobilized from its attachments to the retroperitoneum along the white line of toldt to allow for visualization of the entire hernia defect as well as some of the retroperitoneal structures. The liver was adhered to the superior most aspect of the hernia. These adhesions were taken down as well. We chose a paritex symbotex progrip mesh made for a right inguinal hernia repair due to its progrip qualities as well as its coating and the fact that the shape of the mesh would make for an excellent coverage of the retroperitoneal defect. We upsized our periumbilical port from a 5-mm to a 10-mm port. A fascial defect was created with an s-shape and a 10-mm balloon-tip trocar was inserted. The mesh was then placed into the peritoneal cavity. Stay sutures of cvo gore-tex were placed at the inferior and posterior sides of the mesh. Unfortunately, the anterior and superior edges of the mesh were up against the rib cage and transfascial sutures were not able to be placed. The mesh was then placed over the hernia defect. The transfascial sutures were pulled through the retroperitoneum using gore-tex suture passer and the transfascial sutures were then tied down. Tacks were then placed at 0.5 to 1 cm intervals around the circumference of the mesh as well as coronally with excellent coverage of the defect and excellent overlap of the mesh. The colon and the bowel was then allowed to fall back into its proper position, covering the inferior edges of the mesh. The pneumoperitoneum was reduced and the trocars were removed. The fascia at the 10-mm trocar site was closed with a 0 vicryl stitch in a simple interrupted fashion. The skin at all trocar sites was closed with a 4-0 monocryl in subcuticular stitch.¿ relevant medical information: on (B)(6) 2018: ¿reports the pain he had before surgery is gone. He is sore in the area of his hernia, but he feels much better. He is still requiring occasional narcotics for pain relief, and has requested another prescription. Exam: incisions healing nicely. No signs of infection. No abdominal pain on exam. Hernia repair intact. Some swelling in the right flank as expected. Assessment/plan: postoperative incisional hernia with obstruction - doing well, follow up 1 month.¿ on (B)(6) 2018: ¿pain in his right flank still. He is worried his hernia is back. Exam: incisions healing nicely. No abdominal pain on exam. Hernia repair seems to be intact. The swelling in the right flank has almost resolved. Assessment/plan: postoperative incisional hernia with obstruction - doing well, but still having pain. Lortab refill. Follow up visit (B)(6) 2018.¿ conclusion: #2 gore® dualmesh® plus biomaterial (1dlmcp03/10816411, 10cm x 15cm). It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore- tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10816411. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Corrected common brand name. Added lot#, expiration date, UDI#. Updated combo product field. Added device manufacture date. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 9/9/2013, including records for nephrectomy (2009) and exploratory surgery (2011), were not provided. [Missing records: records for the CT scan showing ¿incisional hernia with loop of colon in the right lower chest wall¿ were not provided.] On (B)(6) 2013: (B)(6), md. Operative report. Pre/postop diagnosis: right flank hernia. Procedure performed: laparoscopic converted to open repair of right flank hernia. Indications for procedure: ¿the patient is a 56-year-old male who, in 2009, underwent right radical nephrectomy for a right renal tumor which ultimately returned as a squamous cell carcinoma with clear cell features. He subsequently developed a pain in his right flank. He had previously been taken to the or in 2011 for an exploration and repair, but no hernia was found, so the procedure was aborted. He has returned to surgery clinic, complaining of sharp constant pain in his right flank that is worse when he eats. There is a bulge, intermittently, and he did undergo a cat scan which showed that there was an incisional hernia with loop of colon in the right lower chest wall. After complete review, it appeared that there was a remaining muscle layer over this, and that the colon was actually herniating through the 12th and 11th ribs. Thus, a discussion of the risks, benefits, and alternatives was had with the patient. He was amenable to surgery. Description of procedure: after informed consent was obtained, the patient was taken to the operating room and laid supine on the operating table. Anesthesia was induced by the anesthesia staff. He was given ancef preoperatively. He was placed in the left lateral decubitus position, and the right flank was prepped and draped in a sterile fashion. After at [sic] time out was performed, the procedure was started. We proceeded initially with a laparoscopic approach. We placed a 10 mm port infraumbilically, and then placed two 5 mm ports; 1 in the right upper quadrant, 1 in the right lower quadrant. Upon insufflating and entering the abdomen, he was noted to have some loose adhesions of the colon to this area of the hernia. This was taken down bluntly and sharply with laparoscopic scissors. We were able to clear out the entirety of the hernia defect and reflect the colon medially. Upon doing so, we were unable to see the defect and then we proceeded to mark out the defect externally, and size our mesh. We then placed 4 sutures in the mesh and directed it into the abdomen through our 10 port. Then we attempted to place 4 transfascial sutures using the gore suture passer, to cover our hernia defect. We were unable to get adequate tissue hernia coverage with our 15 x 20 piece of gore dual mesh, after it being sized, most posteriorly. This was due to the fact that there was difficulty in getting adequate coverage secondary to bony structures. Thus, after manipulation of the mesh and noting that there was not going to be adequate coverage, we converted to open procedure. We then proceeded to open the patient¿s previous incision. We dissected down through the fat and subcutaneous tissue, and noted our hernia sac. There was noted to be a defect that was in between what appeared to be the 11th and 12th ribs, and we were able to dissect out our hernia sac. We opened it in the middle of the sac and were able to gain access to the abdomen without any difficulty, due to our previous dissection. We did have to remove our old mesh and a few of the previously placed tacks from our laparoscopic repair. We then obtained a piece of 10 x 15 cm gore-tex dual mesh and sequentially sutured it transfascial through the fascia and subcutaneous tissues, circumferentially, around all aspects of the mesh. On the cephalad portion we used the gore suture. On the lateral aspect, near the ribs, we used vicryl dissolvable suture. We ensured not to encircle any ribs so as to not cause any chronic nerve pain. Once all circumferentially placed transfascial stitches were placed, we then noted that the mesh lay in a good position. There were no defects from which there could be any herniation of any bowel contents. Thus, we tied our mesh sutures. We then closed the muscle and fascia over our mesh using interrupted pds sutures. We placed 3 deep dermal vicryl sutures to approximate the skin. We then closed our skin incision with monocryl. We closed our umbilical port with 2 interrupted vicryl sutures and we then closed all of our skin incisions with either a running or interrupted monocryl. There was several small skin incisions associated with our transfascial mesh sutures that were closed. Dermabond was applied. The patient was woken from anesthesia and transferred to recovery room.¿ on (B)(6) 2013: (B)(6) center. Surgical information. Implant record. Mesh, dual. Expiration: dec 2015. Gore dual mesh plus biomaterial. Model: 1dlmcp04. Lot: 11066763. Size: 15.0 x 19.0cm x 1.0mm. [The 1dlmcp04 was implanted and explanted in the same operation due to difficulty getting adequate coverage.] Mesh, dual. Expiration: jul 2015. Vendor: gore. Model: 1dlmcp03. Lot: 10816411. Size: 10cm x 15.0cm x 1.0mm. The records confirm two gore® dualmesh® plus biomaterial (1dlmcp04/11066763; 1dlmcp03/10816411) were used during the procedure. There is no mention of infection involving the gore device. On (B)(6) 2018: (B)(6), md. Operative report. Preop diagnosis: recurrent right flank incisional hernia. Postop diagnosis: recurrent right flank incisional hernia (incarcerated). Procedures: laparoscopic lysis of adhesions x 45 mins, laparoscopic repair of recurrent incarcerated right flank hernia. Indications for the procedure: ¿patient is a 60-year-old male who has had a previous right nephrectomy. He developed an incisional hernia to his right flank. This has been fixed multiple times in the past and he has developed a recurrence. He now presents for repair. Findings: patient had a recurrent hernia in the right flank. This contained an incarcerated wall of the right colon, which was densely adhered to the mesh, which was up within the hernia sac. Details of the procedure: after obtaining proper consent, patient was taken to the operating room, and placed on the operative table in supine position. After induction of appropriate anesthesia, the patient was rolled into a modified left lateral decubitus position. The abdomen and right flank were then prepped and draped in a sterile fashion. After infusion with 0.25% marcaine, a stab incision was made just above the umbilicus. A 5-mm optiview trocar was then inserted under laparoscopic guidance and a pneumoperitoneum was established. After infusion with 0.25% marcaine with epinephrine another 5-mm port was placed just below the xiphoid and another was placed in the right lower quadrant of the abdomen. The abdomen was inspected. We found a recurrent hernia in the right flank. The old mesh was pulled away from the posterior, superior and anterior edges of the hernia defect and was up within the hernia sac. The colon was densely adhered to the mesh and was up inside the hernia. This was reduced back into the peritoneal cavity. We spent about 45 minutes lysing adhesions between the colon and the mesh as well as the colon and the hernia sac reducing this back into the peritoneal space. The colon was then mobilized from its attachments to the retroperitoneum along the white line of toldt to allow for visualization of the entire hernia defect as well as some of the retroperitoneal structures. The liver was adhered to the superior most aspect of the hernia. These adhesions were taken down as well. We chose a paritex symbotex progrip mesh made for a right inguinal hernia repair due to its progrip qualities as well as its coating and the fact that the shape of the mesh would make for an excellent coverage of the retroperitoneal defect. We upsized our periumbilical port from a 5-mm to a 10-mm port. A fascial defect was created with an s-shape and a 10-mm balloon-tip trocar was inserted. The mesh was then placed into the peritoneal cavity. Stay sutures of cvo gore-tex were placed at the inferior and posterior sides of the mesh. Unfortunately, the anterior and superior edges of the mesh were up against the rib cage and transfascial sutures were not able to be placed. The mesh was then placed over the hernia defect. The transfascial sutures were pulled through the retroperitoneum using gore-tex suture passer and the transfascial sutures were then tied down. Tacks were then placed at 0.5 to 1 cm intervals around the circumference of the mesh as well as coronally with excellent coverage of the defect and excellent overlap of the mesh. The colon and the bowel was then allowed to fall back into its proper position, covering the inferior edges of the mesh. The pneumoperitoneum was reduced and the trocars were removed. The fascia at the 10-mm trocar site was closed with a 0 vicryl stitch in a simple interrupted fashion. The skin at all trocar sites was closed with a 4-0 monocryl in subcuticular stitch. Sterile dressings were applied. The patient was awakened and taken to recovery in stable condition. All sponge, needle, instrument counts reported as correct at the end of the case there is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic and open incisional right flank hernia repair on (B)(6) 2013, whereby a gore® dualmesh® biomaterial and a gore® dualmesh® plus biomaterial were implanted. It was reported the patient alleges the following injuries: dense adhesions (loa 45 mins), recurrence, wall of right colon adhered to mesh, unincorporated mesh. Additional event specific information was not provided. It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and espress warranty, fraud, fraudulent concealment, punitive damages.